Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The imaging system¿s mobile view station (mvs) ethernet cable was replaced, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The mvs ethernet cable was not returned to the manufacturer for analysis. A software investigation involving design analysis was conducted to determine the probable cause of the reported issue. The software investigation found that the reported event was not related to a software issue and that the software was functioning as designed.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that intraoperatively the navigation system kept waiting for information to be transferred from the imaging system. The 3d data set was never transferred over, and navigation was aborted. The 3d acquisition was taken after checking that the positioning sensor unit (psu) was tracking the patient reference frame and imaging system trackers (indicated by a green line). The image transfer failed; a manual push of the image from the mobile view station (mvs) was attempted but the ¿nav¿ tag beside the 3d icon was missing. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.